Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 90% stenosed lesion was located in the severely tortuous and severely calcified external iliac artery. Some resistance noted during the advancement of the wanda pta balloon dilatation catheter. The device was inflated three times. The first and second inflations were for 5 seconds each. The atms for each inflation are unknown. Upon the third inflation, a ruptured occurred at 6 atms. The duration of the inflation is unknown. The wanda pta balloon dilatation catheter was withdrawn and the procedure was successfully complete with a sterling balloon catheter. There were no patient complications or injuries reported. The patient status is listed as 'good'. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)